Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse was reported via phone call that, the customer had low blood glucose of the 50 mg/dl. The customer's spouse was also reported that, there were blood at the insertion site. The blood glucose was in 30's and in 50's mg/dl. The device will not be returned for analysis.